Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurses were reported via phone call that the customer was admitted due to diabetic ketoacidosis and high blood glucose level. The customer¿s blood glucose level was unknown at the time of the incident. Patient declined to provide information regarding to hospitalization. The insulin pump will not be returned for analysis.